Event description:
Per medical records reviewed, during the 5-year s/p tavr follow-up visit the patient reported having significant shortness of breath over the last few months. A transthoracic echocardiogram (tte) revealed that the aortic valve mean gradient had increased to 80mmhg from 23mmhg at the tte 4-year s/p tavr. The patient was admitted with symptomatic rapid deterioration of the bioprosthetic aortic valve. A transesophageal echocardiogram (tee) performed reported bioprosthetic aortic valve leaflets thickened and calcified with severely reduced mobility, mild paravalvular regurgitation, and mean gradient 80mmhg. Workup CT performed reported tavr valve with thickening and calcifications of the aortic valve leaflets and with no evidence of valve thrombosis or halt (hypoattenuated leaflet thickening). It was decided to proceed with tavr explant and aortic valve replacement, partial maze procedure and left atrial appendage clip. The explant operative report findings: ''calcific stenosis of tavr valve with subannular pannus formation''. A 25mm edwards inspiris valve was implanted with good results.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b4, b5, b7, g3, g6, h2, h6: health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. Corrections to sections b1, b7, h6: health effect - clinical code, device code(s), investigation findings and investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's history of acute kidney injury, hyperlipidemia, hypertension, weight gain and diabetes mellitus. Patients with history of renal dysfunction, diabetes, hypertension, high cholesterol, high blood sugar, and abdominal obesity are known to have an increased risk of calcific aortic valve disease. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 years post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
The investigation is ongoing.